Event description:
It was reported that during a breast biopsy, the physician fired a vacuum assisted biopsy needle through a feeder vein causing some unexpected bleeding. Pressure was applied and sutures were required at the incision site made for the introduction of the biopsy needle. Vital signs were monitored and stabilized. The pt was taken to a near by hospital for follow-up care. Follow-up with the pt revealed that she was fine by the next day.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The complaint sample was discarded by the user facility and is not available for eval. The event is currently under investigation. Based on the information received, the results are inconclusive and the root cause of the event is unk.